Manufacturer narrative:
Additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was duplicated. Device found downstream occlusion won't calibrated due to alarming upstream occlusion calibration failed at high flow. It determined that the upstream occlusion sensor was inoperable. The upstream occlusion sensor was replaced. Downstream occlusion sensor was also replaced as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed downstream occlusion won't calibrate. No adverse effects reported.